Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for the evaluation. Therefore, a physical investigation was performed for the catheter. It can be confirmed that foreign guidewire was sent inside of the catheter. During physical investigation it was discovered that guidewire was used not according to instructions for use and not from rotarex set. The test guide wire passed through the catheter without any resistance. Aspiration test was performed, and nominal aspiration level was achieved. Therefore, the investigation is not confirmed for the reported issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in superficial femoral artery, the catheter allegedly had an abnormal sound. It was further reported that the while removing the catheter, the catheter allegedly got stuck with the guidewire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in superficial femoral artery, the catheter allegedly had an abnormal sound. It was further reported that while removing the catheter, the catheter allegedly got stuck with the guidewire. The procedure was completed using another device. There was no reported patient injury.